Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed after reached an eri (elective replacement indicator) battery status in 40.9 months. The physican is dissatisfied with the longevity of the device.